Event description:
It was reported that the patient stated the screws for the pacemaker with this right atrial (ra) lead are loose. Technical services (ts) referred the patient to the clinic. This ra lead remains in service. No adverse patient effects were reported.